Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block (B)(6) .

Event description:
It was reported that during a routine inspection by the customer, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on and does not charge the batteries. There was no patients involved.